Manufacturer narrative:
Other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received intact. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed "system fault" alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. Investigators recommended replacing the main board as a precaution measure due to the recurring error.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error code 41171 4100 129 140 1". No patient injury reported.